Event description:
User in his wheelchair was involved in an accident, but we do not have details of how or when he fell out of the chair. He leans heavily to the left side, drives the chair up and down the street, and the story we got was he was traversing a sidewalk and tried to go over a curb that was too high. He was not hospitalized and there are no bruises.